Manufacturer narrative:
Samples received: none, pictures. Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in stock blocked. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have received some pictures showing a product box labeled as novosyn violet 2/0 (3) 70cm hr22 (m), code c0068031 and batch 120172, but it contains the product novosyn undyed 3/0 (2) 12x45cm, code 0059665 and batch 720136. According to the customer information received, the 36 pouches inside the box are of the novosyn undyed product reference 0059664 (novosyn undyed 3/0 (2) 12x45cm). This mistake took place in production area when labelling the product box. The operator labelled by mistake a box that contains novosyn undyed product reference 0059664 as novosyn violet product reference 0068031. According to the information received, only one box of this code-batch has been found with this issue. We have also checked the box blocked in stock and the content of the box is correct. Therefore, we assume that this is an isolated and accidental box. Nevertheless, we take note of the incidence and the personnel involved has been informed to avoid that this issue happens again. Final conclusion: taking into account that the pictures received show a product box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the pictures received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client (veterinarian) reported that the needle was missing in the 36 pouches of the box. The pictures provided by the customer show a pouch of another novosyn reference (model number).